Event description:
It was reported that during the ablation procedure, after the catheter was connected the temperature could not be adjusted, and the device was unable ablate normally. The catheter replaced with another catheter, and the procedure was successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).